Event description:
It was reported that the patient presented to clinic for routine follow up. The pulse generator could not be interrogated. The patients intrinsic rhythm was between 30-50 beats per minute and no pacing or change in rate was observed with magnet placement. Device replacement would be discussed with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.